Event description:
It was reported that the patient underwent a gynecological procedure to treat urinary incontinence on an unknown date and a sling was implanted. The patient had pain on her right side and was told the issue would abate in time. The patient was unable to void sitting down and experienced urinary retention and was only able to void from a standing position. The patient reports suffering for eight years and has had the product removed but will requrie 2-3 more surgical procedures because the device is so embedded.

Manufacturer narrative:
(B)(4) - urinary retention occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report mw5026615.